Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. During troubleshooting with tandem technical support, the customer attempted to change the cartridge, and subsequently a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 198-376 mg/dl.